Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Previous medwatch submission noted left side rupture. Upon further information, allergan has determined that the event of rupture did not occur on the left side.

Event description:
Patient reported a rupture. This record relates to the left side. The device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.